Event description:
It was reported that impedance readings were >2000 ohms on all of the unipolar pairs. When the lead had been placed the end of the lead was stripped. At the default settings all readings were >2000 ohms. The voltage was increased to 3 volts and impedance values were still >2000 ohms. It was reported that this had been there for about 6 months. There was no known fall or trauma. No pt symptoms were reported. It was unk if the pt was getting therapy. Additional information has been requested.